Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm aortic valve implanted five (5) years, five (5) months, were explanted due to stenosis. The explanted aortic valve was replaced with another aortic pericardial valve. The patient also underwent re-do mitral valve replacement during the procedure. Everything was fine.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was due to patient factors/conditions.

Manufacturer narrative:
H10. Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event. Added information to a4, b5, b6, b7, f10, h6.

Event description:
Through follow up it was learned the 21mm aortic valve was explanted due to aortic stenosis and deterioration. Patient preoperative diagnoses was chronic diastolic heart failure, ejection fraction 55%, aortic valve stenosis and mitral valve stenosis. There was calcification at the aortic valve commissural posts as well as stiffening of the leaflets. The operative was well tolerated and the postoperative mean aortic valve was 18 mmhg.. Patient was discharged on post-operative day six (6).